Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, manufacturing instructions and quality control was conducted during the investigation. One ksaw-6.0-38-90-rb-shtl-flex-hc sheath was returned without the dilator in a used and damaged condition. Upon visual inspection of the sheath, there was brittle separation of the sheath; approximately 11.3 cm from the distal end. The liner was still attached inside of the tubing. Due to the length at which the separation occurred and the appearance of the separation, it was determined that the separation occurred at a bond site. Based on the appearance of the sheath and the location of the separation, the root cause was determined to be related to manufacturing. Quality engineering assessed the risk and concluded that with the addition of this event there is insufficient risk to require any further action at this time the appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.

Event description:
At the end of the case, during the sheath exchange, as the shuttle sheath was being removed, blood was noticed coming out of the side of the sheath before it was fully removed. Access for the sheath was the right femoral artery and advanced into the right carotid artery via the brachiocephalic artery. The patients anatomy was tortuous and calcified. During the procedure, the sheath was torqued quite a few times and it is believed the sheath fracture happened mid procedure. Another manufacturer's devices were used through the sheath during the procedure (4x20x135 and 5x20x135 balloons, a 3.5 x 5.5 filter wire and a 8x29 carotid wall stent). The physician proceeded to remove the sheath fully and exchanged for a shorter sheath. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
At the end of the case, during the sheath exchange, as the shuttle sheath was being removed, blood was noticed coming out of the side of the sheath before it was fully removed. Access for the sheath was the right femoral artery and advanced into the right carotid artery via the brachiocephalic artery. The patients anatomy was tortuous and calcified. During the procedure, the sheath was torqued quite a few times and believe the sheath fracture happened mid procedure. Another manufacturer's devices were used through the sheath during the procedure (4x20x135 and 5x20x135 balloons, a 3.5 x 5.5 filter wire and a 8x29 carotid wall stent). The physician proceeded to remove the sheath fully and exchanged for a shorter sheath. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.